Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 45 mm diameter abdominal aortic aneurysm. It was reported that after the implantation of the stent graft there was no blood flow distally bilaterally on the final angiogram. The right side of the stent graft was occluded evidenced by lack of femoral pulse. The patient was taken back to theatre and thrombus was observed. A thrombectomy was performed and kissing stents were implanted. The limb occlusion resolved and flow reestablished and the patient remains stable. The physician stated that the cause of the event was due to narrowing of the stent graft - proximal segment of ipsilateral limb. No additional clinical sequelae were reported and the patient is fine.